Manufacturer narrative:
The monitor and electrode belt have not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received 8 appropriate treatments. The device was started up at 09:42:03 on (B)(6) 2025. At 22:34:48, an arrhythmia was detected. ECG shows sinus tachycardia @ 140 bpm with pacs transitioning to vt @ 260 bpm. At 22:35:23, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was asystole with motion artifact for 23 seconds transitioning to sinus bradycardia @ 40 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:36:27, an arrhythmia was detected. ECG shows vf. At 22:36:58, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:38:54, an arrhythmia was detected. ECG shows vf. At 22:39:25, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm. At 22:39:58, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus beat transitioning to vt @ 270 bpm. At 22:40:31, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vt @ 260 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm transitioning to vt @ 270 bpm. At 22:40:57, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus beat transitioning to vt @ 270 bpm. At 22:41:18, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm transitioning to vt @ 270 bpm degrading to vf / fine vf. At 22:53:45, an arrhythmia was detected. ECG shows vt/vf. At 22:54:16, the patient received the eighth appropriate treatment. The rhythm at the time of treatment was asystole with tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 22:55:43 on (B)(6) 2025.